Event description:
It was reported that low r-wave sensing amplitude and post-sensed t-wave oversensing were observed when an asymptomatic patient presented to the ER. The patient had been lost to follow-up for two years. The pace/sense portion of the lead was capped and replaced, and the high voltage portion of lead remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.